Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited intermittent undersensing on presenting electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.